Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refu3864 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6), the PICC catheter was placed in our hospital successfully, the blood extraction was normal, the built-in 39cm, the PICC head was positioned at t7, the nurses' education and maintenance and daily precautions. The catheter was maintained normally. On (B)(6), 2022, after the treatment of the patient, the PICC catheter was pulled out in the infusion room of the facility. The nurse routinely disinfected the patient's wound and extracted the catheter. When the catheter was pulled out 15cm, it was found that the catheter was broken and only 1/3 of the catheter was connected with the transverse section, and the section of the fracture was neat.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed but the exact cause remains unknown. One photo sample of a 4 fr powerpicc solo catheter was returned for evaluation. The catheter is implanted within the patient. The catheter appeared to have been retracted up to the 17 cm depth marker. A circumferential split is noted in the catheter at section near the insertion site. Based on the information provided, possible contributing factors include material fatigue caused by repeated kinking and damage during handling. Since a split in the catheter was observed in the image, the complaint is confirmed but the exact contributing factors remain unknown.

Event description:
It was reported on june 30, the PICC catheter was placed in our hospital successfully, the blood extraction was normal, the built-in 39cm, the PICC head was positioned at t7, the nurses' education and maintenance and daily precautions. The catheter was maintained normally. On (B)(6) 2022, after the treatment of the patient, the PICC catheter was pulled out in the infusion room of the facility. The nurse routinely disinfected the patient's wound and extracted the catheter. When the catheter was pulled out 15cm, it was found that the catheter was broken and only 1/3 of the catheter was connected with the transverse section, and the section of the fracture was neat.